Manufacturer narrative:
(B)(4). This lot was manufactured december 10, 2014 to december 12, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle approximately 1.80 mm in length, floating in the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside the reservoir. The device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.